Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(4). (General data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. Veritas console is not an implantable device. Section d6b - explant date: not applicable. Veritas console is not an implantable device; therefore, not explanted. Section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - last name: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6) device evaluation: the field service engineer (fse) visited site and reported that the gas forced infusion was low and adjusted it and performed several tests. System meets the product specifications. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that low pressure error 160 gas forced infusion (gfi) was observed. Patient involvement was reported. Through follow-up we learned that the issue occurred during the procedure. Patient is fine. No further information was provided.